Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Wheel has four broken spokes and the tread is completely gone from the wheel.